Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The com cable was exchanged. No conclusion can be drawn as further repair information is unavailable.

Event description:
The customer reported that the 7900 system displayed an error message. No pt injury was reported.